Manufacturer narrative:
Product ID 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6); product type catheter. (B)(4).

Event description:
It was reported, the health care provider (hcp) was switching from lioresal to saline in the pump because the patient was not happy and claimed the pump caused her to be unable to walk since it was implanted. The pump was delivering lioresal (500 mcg/ml) at a dose rate of 24 mcg/day. Additional information has been requested, but was not available as of the date of this report.